Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-27052020-0000739737 submitted for adverse event which occurred on (B)(6) 2009. Mwr-27052020-0000739738 submitted for adverse event which occurred on (B)(6) 2011. Mwr-27052020-0000739739 submitted for adverse event which occurred on (B)(6) 2011. Mwr-27052020-0000739740 submitted for adverse event which occurred on (B)(6) 2012. Mwr-27052020-0000739742 submitted for adverse event which occurred on (B)(6) 2012.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent ventral hernia repair surgery on (B)(6) 2011 during which mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2009. It was reported that the patient underwent revision surgery on (B)(6) 2011. It was reported that the patient underwent partial removal of the surgery on (B)(6) 2011. It was reported that the patient underwent partial removal surgery on (B)(6) 2012. It was reported that the patient underwent partial removal surgery on (B)(6) 2012. It was reported that the patient experienced severe and chronic pain, nausea, diarrhea, chills, inflammation, adhesions, infection, fistula, necrosis, open draining wound, folded mesh and sinus tract. Other procedures are captured in a separate files. No additional information is provided.

Manufacturer narrative:
A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.